Manufacturer narrative:
It was determined that the threshold for gear pump replacement of the analyzer has been exceeded. The field service engineer decontaminated a system reagent flow path, replaced sipper probe tubing, and replaced the measuring cells. A blank cell calibration, assay calibrations, and quality controls were run; all recovered within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer noted there was cloudy contamination in one of the system reagent syringes.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay ver. 2 on a cobas 8000 e 801 module. No units of measure were provided. The sample initially resulted in a troponin t value of 43 and this value was reported outside of the laboratory. The patient was admitted to the hospital based on the value. Two subsequent samples were collected from the patient and these generated troponin t results of 4 and 5. The physician complained about the initial sample result, so it was repeated twice, each time resulting in a value of 5. The tropinin t reagent lot number and expiration date were requested, but not provided.